Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. Post-paced t wave oversensing was observed. Programming changes were made. The patients condition was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.